Event description:
A malfunction code, malf 12, was reported by the customer, who experienced at least three occurrences of the same issue with the pump. The malfunction was acknowledged, leading to a company decision to replace the faulty pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use the current pump as a backup therapy until the replacement arrives. The caller was instructed on how to put the pump into storage mode and informed about the steps to take upon receiving the new pump. The replacement pump was sent, and the caller was instructed to return the problematic pump using a pre-paid label within 10 days.